Event description:
As reported by the user facility: event description: customer reports over infusion, tubing was not saved. Pump was set to administer 4 ml/hour, medication used was versed. No patient injury.

Manufacturer narrative:
(B)(4). The actual device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available.